Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The remaining batter projection fell from 24% to elective replacement indicator (eri) in approximately one year. The device recorded a battery depletion (bd) alert. Technical services (ts) reviewed the device data and recommended device replacement, while providing a safe replacement window. Subsequently this device was explanted and successfully replaced. This device was returned and is pending analysis. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The remaining batter projection fell from 24% to elective replacement indicator (eri) in approximately one year. The device recorded a battery depletion (bd) alert. Technical services (ts) reviewed the device data and recommended device replacement, while providing a safe replacement window. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The remaining batter projection fell from 24% to elective replacement indicator (eri) in approximately one year. The device recorded a battery depletion (bd) alert. Technical services (ts) reviewed the device data and recommended device replacement, while providing a safe replacement window. Subsequently this device was explanted and successfully replaced. This device was returned and is pending analysis. No additional adverse patient effects were reported.